Event description:
It has been reported to co. That the guide catheter was in place when a perforation was noticed in the pt's artery. The guide catheter was inserted into the pt's right coronary artery, for a proximal lesion with a lateral take off. The physician deep seated the guide into the lesion and it did not work, due to the curve selected, tip was too long. The physician noticed that the coronary artery had been perforated. The physician treated the pt with a balloon pump, inserted a pacing device and the pt was sent for surgical procedure to repair the damage. The pt's surgical procedure was successful and the pt is reported to be fine.